Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood/body fluid was noted on all conductors (not obstructed); full lead in segments returned and analyzed.

Event description:
It was reported that all three existing leads were dislodged within a week of implant, the left ventricle lead was cut while trying to reposition. The other two leads were successful repositioned. The left ventricle lead was explanted and replaced. The other two leads are still in use. No patient complications have been reported as a result of this event.